Event description:
A false non reactive advia centaur xp (B)(6) result was obtained by the customer and discordant when compared to other hiv test methods. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay result.

Manufacturer narrative:
The cause for the discordant advia centaur (B)(6) result is unknown. There were no system errors or instrument malfunctions noted at the time of the discordant result. The instruction for use (IFU) limitation section states the following: "it is recognized that currently available assays for the detection of antibodies to (B)(6) and/or (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." No conclusion can be drawn.